Event description:
It was reported, that the arthroscopy system had damaged to the distal tip and light post. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the distal end was damaged and there was a crack in the image. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damage to the distal tip occurred due to excessive force in the form of an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during reprocessing for an arthroscopic diagnostic procedure. The procedure was completed using the same set of equipment.